Manufacturer narrative:
(B)(4) - device 2 of 8.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event where 8 catheters kept kinking. Patient confirmed that the pump had not given an alarm, and the blood glucose level was over 400 mg/dl in the morning. In the evening patient started this pack with lot number 6005164. However, eight catheter then kinked. During the day, patient had to inject with pen at mealtimes. Patient noticed that blood sugar was not going down. There were no hardenings, the remaining catheters were running without problems. Patient used the catheter as described in the instructions for use. The patient's glucose value was 480 mg/dl, and the ketones were 2-fold positive. Patient continued to use remaining catheters. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.